Event description:
After using the scleral depressor the physician had to retrieve the small metal circular tip of the instrument from the eye. Both pieces were held together to determine that the whole instrument was retrieved and intact. No injury occurred.